Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery alarm and replace battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for battery failed alarm and failed battery alarm continued after inserting a new battery. The customer completed a pump restart and inserted another battery. Battery failed alarm did not recur. Troubleshooting was performed for replace battery alarm and this was the second occurrence of receiving alarm in less than 8 hours after low battery warning. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Product return is required for mmt-1884.

Manufacturer narrative:
The pump passed the sleep current test, active current test, and self-test. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found a relevant battery alerts, alarms, or anomalies in the pump history files and traces on the event date of 06/11/2025 at 17:13:00.000. Pump alarmed 7 failed battery test alarms on the event date of 06/11/2025 at 17:13:21.000 to 18:37:08.000. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Battery cycle 7.0 received the lowbatteryalert (104) on 06/11/2025 17:13:00 faster than expected at 0.0 days. Battery cycle 6.0 received the lowbatteryalert (104) on 06/11/2025 17:07:00 after more than 7 days at 15.9 days. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and label damage. Unexpected battery power loss was confirmed. Customer did experience an unexpected power loss of less than 7 days per the pump history records. Possible hardware failure, problem isolated to the electronic assembly. Failed battery test was not confirmed during testing. Moisture damage was noted found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.